Event description:
The facility administrator (fa) at a user facility reported that blood loss occurred during a patient¿s hemodialysis (hd) treatment after a blood clot formed inside the combiset bloodlines. Additional information was provided by the fa during follow-up. The event occurred approximately 30 minutes after the initiation of the treatment. The medical staff was alerted to the issue when the machine, a fresenius 2008t machine, alarmed with an error message. The medical staff was not able to identify the cause until the bloodlines were removed from the machine and a cut was found in the bloodlines. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient completed treatment on the same machine with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) at a user facility reported that blood loss occurred during a patient¿s hemodialysis (hd) treatment after a blood clot formed inside the combiset bloodlines. Additional information was provided by the fa during follow-up. The event occurred approximately 30 minutes after the initiation of the treatment. The medical staff was alerted to the issue when the machine, a fresenius 2008t machine, alarmed with an error message. The medical staff was not able to identify the cause until the bloodlines were removed from the machine and a cut was found in the bloodlines. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient completed treatment on the same machine with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was returned without original packaging or labeling. The complaint product sample was disinfected at which point the alleged failure mode was confirmed; a leak was found in the pump tubing. In addition, a visual inspection was performed on the pump tubing and a tear was found. It can be observed that the tear starts with a deep cut that perforates the tubing and affects the surface of the tubing. The cause of the tear in the pump tubing could not be established since the sample worked as intended during the priming stage and the incident occurred approximately 30 minutes after the initiation of treatment. However, this kind of damage (tear) could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the 2008t hemodialysis operator¿s manual (490122) and instruction, there are indications for the use to avoid this kind of damage, stating "inspect the blood pump rotor for proper operation (tubing guide posts not bent, rollers move freely, crank lever moves freely). Bent or loose tubing guide posts can damage bloodlines. Replace rotor if necessary." A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.